Event description:
Complainant alleged that the medics were attempting to defibrillate a pt who was in a full cardiac arrest condition, but the device screen displayed a "pacer fault 117" message. The medics attempted to defibrillate several times, but the device continued to display the same message. The medics then obtained another device and defibrillated the pt. The pt subsequently expired.